Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspected device was returned for evaluation. The evaluation found that two different guidewires were used during the procedure, and both jammed in the same catheter - the tenor guidewire was used second. The most likely possibility is that the unknown guidewire, that got stuck first, breached the inner layer of the catheter causing the tenor guidewire to get stuck as well. However, it cannot be decisively determined what caused the reported failure mode. Based on the information provided by the customer and the analysis of the returned devices (guidewire and catheter) the cause of the guidewire entrapment within the catheter cannot be determined. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reported that during an embolization of the right renal arteriovenous fistula procedure, the physician used the microcatheter and the microguide wire for spring ring inserting. During process, it was found the ring and guide wire was stuck in tip of microcatheter, then the physician wanted to remove both, and found the coating of the microguide wire was off, leading to blocking in the hub of the microcatheter. Then the user cut off the hub and put the guide wire into the microcatheter again. But the spring ring was still stuck in the microcatheter. Finally, both microcatheter and microguide wire were pulled out and replaced with new ones to complete the procedure. There was no report of patient injury.